Event description:
It was reported that the pt underwent a spinal procedure at occiput to t7. Approximately three months post-operation, it was confirmed from the x-ray that a screw backed out. The pt is asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Devices were not returned to manufacturer for evaluation. Unable to determine the cause of the event.